Manufacturer narrative:
Pending investigation.

Event description:
The distributor reported a variance between the inratio inr results of 5.0 and 5.2 and the laboratory inr result of 2.03 on behalf of the customer. Inratio tests and laboratory test conducted 3 days apart. Therapeutic range is unknown.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k385432 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.